Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient picked up the pump from the pathology department. The rep spoke with the patient and advised them to take the explanted pump to the hcp's office so the rep could pick it up and return it for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl (50.0mcg/ml at 16.701mcg/day) and bupivacaine (30.0mg/ml at 10.020mg/day) via an implantable pump. The indications for use were unknown. It was reported that there was a lack of efficacy from the patient's pain pump. There were no known environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2024, a nuclear medicine dye study was performed. Per the physician on the radiologist's dictation, the dye did not enter the catheter. On (B)(6) 2024, a dye study was attempted by the managing physician. The physician was unsuccessful in aspirating the catheter. On (B)(6) 2024, the managing physician opened up the pump pocket and performed a successful dye study. At that point, the physician decided to replace the pump. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.